Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that during a routine follow-up, the patient's atrial lead was found to have a high impedance. The patient was scheduled for a lead revision. During the lead revision the doctor tested the lead through the analyzer and found normal impedance, good sensing and good capture thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.